Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient was presented for follow-up. Several noise episodes were observed on the ventricular channel. Noise was reproduced with pocket manipulation and evocative maneuvers. There were no adverse consequences to the patient, and no intervention was reported. Patient was scheduled a new follow-up in three months.